Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be reproduced during laboratory testing. This device was found to be operating within device specifications upon return.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited right ventricular (rv) undersensing, loss of capture and high out of range pace impedance measurements. A lead fracture was suspected but unable to be identified on x-ray. Subsequently, this patient underwent a revision procedure and the lead was capped and abandoned and this pacemaker was explanted. No additional adverse patient effects were reported.